Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported the patient experienced an allergic reaction to the sensor adhesive. The skin reaction was noted when the sensor was removed on (B)(6) 2019 and the affected area had a rash with redness. The patient was evaluated at a clinic and prescribed a steroid spray to apply at the site and to use prior to application of sensors. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.